Event description:
The customer contact reported a "barely audible" alarm tone during an alarm condition. The pump was returned to the biomedical engineering departement with an unsigned note that indicated an error code on channel 2. No specific pt info, pump programming, or event details were available. During testing at the user facility, the pump had a "barely audible" alarm tone during an alarm condition. There were no reports of any adverse pt events while the pump was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.